Event description:
The customer reported that she applied the pod on her abdomen at 3 pm and her blood glucose was in normal range until 8 pm when it measured 400 mg/dl. She noticed at that time that the cannula had dislodged and changed the pod.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product defect could have contributed. The customer reported that the cannula had dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.